Event description:
Evaluation revealed a partially dislodged display screen and force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(6). Correction: 2531779-03/24/2010-003-r. Evaluation revealed a partially dislodged display screen and force sensor pins. Review of the pump download history revealed loss of prime warnings with zero force. A rewind, load and prime was performed on the pump with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime warnings being duplicated. The force sensor calibration was measured and found to be in specification. When the display lens cover was removed the old and force sensor flex pins were found to be partially dislodged from the pcb socket. Evaluation also revealed that the pump's battery compartment was cracked at the case seal.